Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not making a normal audible tone when the system was engaged. The performance of the device seemed to be proper but the audible tone was not noticeable. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h6 - device code corrected to electrical issue. Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not making a normal audible tone when the system was engaged. The performance of the device seemed to be proper but the audible tone was not noticeable. The hospital did not report any patient effects.